Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. Technical services (ts) suggested that it could be positional. The health care professional (hcp) planned to discuss this with the patient's physician and possibly have the patient in clinic for assessment. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was made to retrieve additional information regarding resolution. If information is provided in the future, a supplemental report will be issued.